Event description:
Customer is reporting false positive reactions in the anti-a microwell of the front typing test when using abd/rev gel card lot 060914037-03. Customer stated when testing a pre-op sample, the anti-a microwell of the front typing reacted 4+. The sample typed as an ab with the b microwell reacting 4+. When the customer did a crossmatch with 2 a type units, they were incompatible. The customer then went on to retest the sample two more times with the same lot of gel cards, but from a different sleeve with the sample and it typed as blood group b. The b microwell reacted 4+ and the a microwell had no reactivity in those retests. Confirmed to be blood group b. Issue started on: (B)(6) 2014. Microtubes affected: anti-a microwell. Methodology used: manual gel. Reaction grade obtained: 4+. Customer was expecting: negative. Test repeated: yes. Result obtained by repeating: negative. Method used to repeat: manual gel. Issue began 30 days after using the lot of gel cards in question. Customer switched to a new sleeve of the same lot of gel cards and the same samples are now reacting negative as expected. Customer stopped using the gel card lot in question. Abd/rev gel cards lot number: 060914037-03 exp: 04/14/15; started to be used: (B)(6) 2014. Qc type: ortho confidence kit, qc lot #: requested not provided. Last qc run: (B)(6) 2014. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Stored underneath direct light source: yes/no; no. Pipette used: mts. Incubator type: mts. Cards/cassettes centrifugation: mts. Customer was adamant that the gel cards looked acceptable. Customer has 3 boxes of the gel card lot in question and is requesting replacement. Replacement will be issued via 4c. Ocd will send an rga for the return of the gel cards to mts for investigation.

Manufacturer narrative:
Ocd performed retain testing, return testing, batch review, complaint review by lot. All results were satisfactory. (B)(4).